Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a sore under the lifevest equipment. The patients nurse described the area as sores. There was no alleged device malfunction contributing to the irritation. Customer service received a call from the nurse stating that the patient has developed sores, but it does not appear patient received any medical intervention. Reporting out of the abundance of caution. Follow up indicated that the skin irritation improved.